Manufacturer narrative:
Product ID 8709, lot# l73610, implanted: 2000 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
A family member reported, the patient went into a coma in (B)(6) 2013 when the pump was implanted. The pump contained baclofen. The patient¿s outcome was requested.